Event description:
During hansson pin surgery, after the insertion of pin the hook could not be came out. The surgeon used another pin and finished the surgery.

Manufacturer narrative:
Device was discarded by the hosptial. (B)(4).